Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show the root cause as a hardware failure in the bsr pc. Log file analysis indicates that the operator attempted to recover the system, but failed. During recovery "bypass fluoro" functionality is available and a procedure may be continued with remaining functionality of the imaging system. A siemens service engineer replaced the bsr host pc and returned the system to clinical use. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. After boot up for an emergency patient, the system showed "no connection". A restart of the system was attempted, however, it was unsuccessful. The patient was transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.